Manufacturer narrative:
Exemption number e2014039. Additional device information: model# ir2009t, lot 626045, expiration date 05/01/2020.

Event description:
Sacral fracture found at 2 weeks post op. Revision surgery was performed to add posterior fixation.